Manufacturer narrative:
The field service representative (fsr) confirmed the complaint through the logs. He replaced the power supply 2 (ps2). The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery may not be charged full backup may not be available' message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power supply to lab use only (luo) testing equipment. The pst observed the power supply to fail three consecutive times. The fans did not turn on and the output voltage was lower than the specification. It was determined that the power supply did not operate as intended. Per data log review: the system log showed that the right power supply 2 (ps2) reported as failed starting on (B)(6) 2022. This would cause the reported issue of the 'battery cannot be charged - full backup may not be available' displayed in the perfusion screen. The log confirmed the complaint. The problem was intermittent, sometimes the ps2 was not reported as failed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.